Event description:
Medtronic received information via literature regarding a 69-year-old male patient with ischemic heart disease, end stage heart failure, pulmonary edema and non calcified moderate aortic insufficiency who underwent the implant of a left ventricular assist device (lvad) and repair of the aortic valve with sutures. Three and a half months later, severe aortic insufficiency and pulmonary edema were noted. Extracorporeal membrane oxygenation (ECMO) was initiated and the lvad flow was reduced. Two pre-implant balloon dilations were performed and a 29mm medtronic evolutr transcatheter aortic valve (tav) was implanted 4mm below the annulus. Lvad flow was slowly increased while ECMO was decreased. Once ECMO was on standby, the tav dislodged 1mm towards the ventricle. A transesophageal echocardiogram (tee) indicated trace aortic insufficiency. No treatment was required. Five months post tav implant the aortic insufficiency had resolved. Serial number of the tav was not provided. No adverse patient effects were reported.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.